Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, back up operation was noted on the device. Following interrogation with the programmer, the device was able to automatically restore nominal settings. The patient was stable.